Event description:
The following was reported to hamiton medical ag: goldcap no more power. The device does not work. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).